Event description:
A supplies manager reported a dialyzer blood leak during a hemodialysis (hd) treatment. In a follow up, a nurse said the blood leak was an internal leak, but nurse did not have any other details to offer. There was no harm reported in the initial report. A sample product was not returned for analysis.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.